Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a nexiva 22ga 1.00in y was found to be damaged during use. The following was reported by the initial reporter: "it was reported insertion needle appears to have a chunk of needle missing, catheter and needle collapsed when trying to insert. Verbatim: attempted to stick patient for piv insertion, piv buckled against patient's skin (did not leave a puncture or other type of mark). Insertion needle appears to have a chunk of needle missing, catheter and needle collapsed when trying to insert."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a nexiva 22ga 1.00in y was found to be damaged during use. The following was reported by the initial reporter: "it was reported insertion needle appears to have a chunk of needle missing, catheter and needle collapsed when trying to insert. Verbatim: attempted to stick patient for piv insertion, piv buckled against patient's skin (did not leave a puncture or other type of mark). Insertion needle appears to have a chunk of needle missing, catheter and needle collapsed when trying to insert."